Event description:
The customer called the philips call center to order an ac power module to replace a faulty ac power module because the hearstart mrx was displaying an external power interrupted message. There was no patient involvement.

Manufacturer narrative:
(B)(4).